Event description:
Additional information received from the reporting surgeon indicated the pt experienced mild corneal edema as well as the previously reported increased intraocular pressure (iop). The corneal edema resolved within two days. The pt has experienced a full recovery.

Event description:
A surgeon reports that a patient's intraocular pressure (iop) increased to 42 mmhg one day following cataract surgery (preoperative iop was 15 mmhg). The pt was treated with diamox tablets and xalatan instillation. The patient's intraocular pressure returned to normal (16 mmhg) the next day and has remained stable.